Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.5/+2.5/109 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to elevated intraocular pressure. Another lens was not implanted. The cause of the event was unknown. The patients condition at last visit was the pupil was bigger than normal.